Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2014-02485 pertains to the first resolution clip device and manufacturer report # 3005099803-2014-02488 pertains to the second resolution clip device. It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clips would not release from the catheter to deploy. Another clip was used, but the same issue occurred. In the physician¿s assessment the bleed was minimized enough by the two attempts to clip target site and decided complete the procedure without further intervention. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of clip failed to release from the catheter. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.